Manufacturer narrative:
(B)(4). This customer reported that they had an intermittent ECG waveform and could not acquire a 12-lead ECG. There was no report of negative impact to the involved patient. The device was evaluated on site by a philips field service engineer. The symptom was reproduced and the problem was isolated to the m1663a trunk cable. Replacement of the trunk cable resolved the issue.

Event description:
This customer reported that they had an intermittent ECG waveform and could not acquire a 12-lead ECG. There was no report of negative impact to the involved pt.